Manufacturer narrative:
This lens was inserted and removed. (B)(4). Device evaluation: the pcb00 device (delivery system) was not returned for evaluation. Only the lens was returned wrapped in the pouch inside a sample container. Visual inspection at 10x microscope magnification showed loose particles and lubricant residue observed on lens surface. The lens was observed torn with a sheer cut and a haptic missing. The reported issue was verified. The condition in which the sample was received could be related to the replacement process of the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic sheared off of a tecnis itec preloaded 1-piece intraocular lens (iol), model pcb00 23.0 diopters, during implantation by dr. (B)(6). The lens was explanted and replaced with a new pcb00. There was patient contact, an incision enlargement, and a suture was required. There were no patient complications. No additional information was provided.